Manufacturer narrative:
(B)(4). Pma510(k): this product is exempt status. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) regarding contamination of pentax model fi-16rbs/serial (B)(4). The report indicated that the endoscope was contaminated with >100 cfu candida parapsilosis after a double disinfection and sampling. The device was reprocessed and a second sampling was performed which detected 1 cfu. The second sampling result was considered satisfactory per the customer.